Event description:
The purge switch working only intermittently. It is unknown when this issue was found, before, during patient use. It is unknown if there was patient injury or medical intervention.